Event description:
Olympus was informed that during the transurethral resection of the bladder tumor in saline (turis-bt), the ues-40s displayed the error02 on the front panel and was not output. The physician changed the procedure into the normal tur and continued the procedure with same ues-40s. However, the procedure became prolonged due to the patient's primary disease. The physician stopped the procedure with consideration for extreme old age of the patient. The patient's condition was stable. The procedure will be rescheduled.

Manufacturer narrative:
The ues-40s was not returned to the olympus for evaluation. However, after the physician changed the procedure, the ues-40s operated correctly. Therefore, it would appear that the ues-40s had no abnormality. There was a possibility that the user handling caused this phenomenon, but exact cause of the user's experience could not be conclusively determined. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. Olympus stated the appropriate handling of the ues-40s and the counter measures against displaying error in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.